Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported that the system failed to boot up. There are no reports of patient injury or death associated with this event.